Event description:
The lead was explanted and returned for analysis after 5 months of service life, because of changing impedance. No patient complications have been reported as a result of this event.